Event description:
Elegance clinical trial: it was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion #001 was in the left mid superficial femoral artery with 2.3 mm proximal reference vessel diameter and 4.2 mm distal reference vessel diameter with lesion length of 114 mm and 100% stenosis and was classified as tasc ii b lesion. Prior to the target lesion treatment with the study device, thrombectomy was performed using 6 mm indigo system aspiration thrombectomy device and pre-dilation was performed using 5 mm x 150 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 200 mm ranger drug-coated balloon, study device. Following post-dilation was performed using 5 mm x 250 mm ultraverse 035 pta balloon and placement of 6 mm x 40 mm eluvia drug eluting stent and the final residual stenosis was noted to be 30%. On (B)(6) 2024, on the same day of index procedure, during the treatment of target lesion #001, dissection of grade c was noted due to 5 x 150 mm sterling pta balloon. Per edc, in response to the complication, balloon dilation was performed, and bailout stent was placed. Post treatment, the final residual stenosis was noted to be 30%. On the same day, the complication of dissection was considered to be resolved, and the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1- patient identifier: (B)(6).